Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed that the right atrial (ra) lead was experiencing high pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.